Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for spinal pain indications. It was reported that the patient was showing symptoms of infection. It was unknown if there were any contributing factors that may have led or contributed to the issue. It was unknown if any dia gnostics/troubleshooting were performed. The patient's pump and catheter were explanted. It was unknown if the issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: catheter. Product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-sep-2022, UDI#: (B)(4). Product ID: 8781, serial/lot #: (B)(4), ubd: 05-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.